Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The prime anomaly could not be verified due to the alarm. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that the device became stuck in the rewind loop. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.